Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing; however, unexpected pump errors 53 and 65 did occur during testing. After further review of the unit's interior, did not note any previous moisture presence or corrosion on any of the boards, motors, or assemblies within the unit. The device was unable to connect with the program used to upload history files. After replacing pcba2 with a known good board, the device was then able to connect with the same program. The upload problem is isolated to pcba2.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had x pointing toward an open book with a question mark. The customer's blood glucose value was 210 mg/dl. The customer was also reported the insulin pump had open book image on screen. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.